Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received multiple cartridge alarms with multiple cartridges; however, the specific type of cartridge alarm was unable to be provided. The customer was unable to verify the alarm number due to the malfunction that occurred at the time of the report. There was no known impact to the customer's blood glucose level. The customer did not have back up therapy; however, the customer stated the health care provider would be contacted to obtain back up therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.